Manufacturer narrative:
(B)(4). Additional information: the complaint of band slippage cannot be confirmed as product analysis cannot confirm events that are physiological in nature. Upon visual inspection it was noted that the buckle of the reinforcing band has been cut on one side. One (1) fold line was observed on the balloon, localized at 5.5cm from the catheter connection. The actuator ring from the velocity port was in locked position, and hooks were deployed. A large quantity of tissue was noted around the port. The locking connector was in the locked position. Upon microscopic evaluation, it was noted that the septum has been punctured 18 times. A leak test was performed on the band/balloon with a successful result, no leak was noted. A leak test was performed on the injection port with a successful result no leak was observed. Band slippage is a recognized adverse events; visual or functional analysis cannot confirm this event that is physiological in nature, therefore no others tests than outlined above were performed. While it is not possible to draw a definitive conclusion regarding root cause of band slippage, it is noted that band slippage is a recognized adverse event associated with gastric banding and the use of the realize adjustable gastric band. A device history record (DHR) review was performed, and no discrepancies were noted on the file during the manufacturing process.

Event description:
It was reported that the patient presented with band slip as noted on her annual ugi. The band was deflated of all fluid (8.25cc). Follow up ugi showed band in normal position on (B)(6) 2012. Inflation of band to achieve restriction over the year until next annual egi on (B)(6) 2013 showed a band slip again. The band was again deflated of all fluid (6.25cc) and follow up ugi showed resolution of slippage. This demonstrated the inability to inflate the band thus making it ineffective for treatment of obesity based on this and the potential for complications of band slippage. It was decided at visit on (B)(6) 2014 to remove the band. The surgery is scheduled for (B)(6) 2014.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.should the information be provided later, a supplemental medwatch will be sent.additional information requested:has the band been removed?will the patient undergo replacement surgery? With the same product or a different product?can the band be returned for evaluation?what is the patient¿s status?can you please provide the lot number?was the study device found to be directly related to the event?